Event description:
It was reported when the devices were used during a hernia repair, the staples would not close and fell into the patient. The staples were retrieved. Another device was used to complete the case. There was no further consequence to the patient.